Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device broke during use on a patient. There was no patient injury. Additional questions regarding the device and incident have been asked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured. The tip had broken off during an investigation. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, retossigmoidectomy and appendectomy procedure, the device broke. Nothing fell into the patient cavity. Another dissector was used to successfully complete the case. There was no patient injury.